Event description:
Follow up information reported no cultures were taken and that there was no harm to the patient. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) pocket opened up resulting in a pocket site infection. It was noted that there was drainage, incisional wound opening, and erosion at the device pocket. The device was explanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04d8p, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).